Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 53-year-old male with heart disease presented for impella cp support. The patient developed a hematoma coinciding with the support. As a result of the noted condition, the patient underwent a blood transfusion of unknown quantity. The patient was then escalated from an impella cp to an impella 5.5 for ongoing support.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Per the given clinical details, the root cause of the access site bleeding issue was use related to improper technique.